Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of seven manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-10003, 2015691-2020-10004, 2015691-2020-10005, 2015691-2020-10006, 2015691-2020-10007, 2015691-2020-10008. This report is for 35 of the pacemaker implantations at the 30 day outcome. The date of the event(s) is unknown. According to the article the date range for this event(s) is from january 2012 and january 2017.  For this reason, the first day of the range was used as the occurrence date.  In this case, the exact valve model number is not available. Therefore, this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with an edwards sapien transcatheter heart valve are listed below; this report will remain blank. P130009 - edwards sapien xt¿ transcatheter heart valve; p140031- edwards sapien 3 transcatheter heart valve with commander delivery system (tf indication).   Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences ¿clinical technical summary for complaints-conduction disturbances/ heart block¿, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to these adverse events.  In this case, there is insufficient information to confirm the cause of the reported events. It is possible that the conduction system disturbance requiring ppm implants were caused by the mechanism explained in the technical summary mentioned above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Article reference: fischer q, et al. Performing optimal transcatheter aortic valve implantation: the need for tailored use of transcatheter valves. Arch cardiovasc dis (2019), https://doi.org/10.1016/j.acvd.2019.05.008.

Event description:
Through the review of the medical article by our affiliates in (B)(6): "performing optimal transcatheter aortic valve implantation: the need for tailored use of transcatheter valves". Corresponding author dominique himbert, the following events were identified: between january 2012 and january 2017, a total of 502 patients with symptomatic severe aortic stenosis at very high or prohibitive surgical risk were treated with tavi. Edwards sapien xt (sxt) and sapien 3 (s3) were implanted in 275 patients. Procedural complications: 2 annular rupture (1 death, 1 non-fatal) 1 conversion to surgery 6 tamponade (1 death, 5 non-fatal) 1 ventricle perforation 1 mitral valve damage 18 av block 10 strokes (4 during procedure, 6 on 30-day outcome) 87 vascular complications (27 during procedure / 62 on 30-day outcome) 65 bleeding (8 during procedure / 57 on 30-day outcome)   30 day outcome: 4 cardiovascular death 31 acute heart failure 35 pacemaker implantations.